Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that following a syringe draw using bd vacutainer® blood transfer device, the blood does not flow up to the fill line within the tube. No adverse impact was reported regarding the patient or user.